Manufacturer narrative:
The sodium and potassium reagent lot numbers and expiration were not provided. A field service engineer (fse) completed the investigation onsite and determined that there was a leaking tube. The fse replaced the suction hose, checkvalve, cuvettes, and lamp and readjusted the cuvette washing. The fse completed test runs and confirmed the proper functioning of the instrument. No additional issues were reported after the site visit. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable results from the cobas 6000 c501 module. Data was provided for two patients for sodium and potassium. Sample 1: collected on (B)(6) 2024 . The initial potassium result was 16.14 mmol/l, the repeat result was 4.21 mmol/l. Sample 2: collected on (B)(6) 2024 . The initial sodium result was 241 mmol/l, the repeat result was 140 mmol/l. The initial potassium result was 9.88 mmol/l, the repeat result was 4.51 mmol/l.